Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced weakness in her legs and numbness in her legs and stomach after having her scs system implanted. The patient went to the emergency room the next day and a CT scan showed an epidural hematoma. Surgical intervention was undertaken and both the hematoma and scs system were removed. A MRI was taken postoperative and revealed an additional hematoma. The patient underwent additional surgical intervention and the hematoma was removed. The patient was admitted to critical care postoperatively and regained feeling and mobility in her legs, but still experienced some numbness. The patient is to undergo physical therapy and possible rehabilitation. The patient's physician believes the symptoms are due to the hematomas and not the scs system.